Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11 h1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on feb 27, 2026 to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: japan. D10: unk plate cat#unk lot#unk, unk wire cat#unk lot#unk. D4: attempts have been made to gather all product identification information and no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The reported event is unconfirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Nakamura, h., miura, y., yoshida, k., edo, n., saito, r., & orihashi, k. (2024). Effectiveness of rigid plate fixation for sternal closure in patients with a high risk of deep sternal wound infection. Journal of international medical research, 52(10). Https://doi.org/10.1177/03000605241281915.

Event description:
It was reported in a journal article studying rigid plate fixation systems that 2 patients developed delayed tamponade and required drainage via the left intercostal chest approach.